Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the atw35 stapler misfired. The case was completed by using another instrument. There was no consequence to the pt.